Manufacturer narrative:
Investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. Examination of the returned sample revealed the source of the leakage was identified as a v-shaped tear of approx 1.18mm, 18mm from the distal tip of the tube. A review of our complaints history confirmed this to be the second complaint for both the two possible lots given. Though there have been other reports for cuff deflation on this product code in the past five years, these are historical and does not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: the customer stated that the cuff leaked after two days in use, as such, this incident is unlikely to be the result of an assembly fault. We feel the most likely root cause for this incident is that the cuff became damaged in use, either during reinflation following cleaning of the product or following manipulation of the tubes with the cuff inflated. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for future trending.